Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device fully fire and stop during the automatic knife return? If no, how far did the device fire (safety lockout, partially fired)? Was there any difficulty returning the knife and opening the device jaws? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What type of procedure was the device used in? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, after fired, the device could not return the knife. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device fully fire and stop during the automatic knife return? Yes was there any difficulty returning the knife and opening the device jaws? No what type of procedure was the device used in? Not available how was the procedure completed? By replacing new product.

Manufacturer narrative:
(B)(4). Batch # n53v3u. The analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60w cartridge reload was received partially fired 1/16 with the cartridge deck damaged and loaded in the device. In addition, another ecr60d cartridge was received fully fired. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.